Event description:
It was reported, the endoscope reprocessor accessories connecting tube on the reprocesser are breaking and popping off mid cycle. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the investigation results, there was no abnormality found at the connecting tube, so we consider that the tube was not pushed all the way in when being connected (until a click was heard), or that foreign material, etc. Got caught at the connection part, making it impossible for the tube to be connected. Olympus will continue to monitor field performance for this device.